Event description:
It was reported that the device reported elective replacement indicator (eri) on a remote transmission. It was determined that the device experienced a measurement lockup eri. The patient was going to come in for interrogation and to clear the eri. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri. Time of eri was on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.